Manufacturer narrative:
It was reported that after pre-dilation there was difficulty tracking a 2.5x18 and 2.5x13 cypher select plus to the target lesion. When the devices were removed it was noted that the struts of both stents flared. There was no patient injury. The target lesion was mid left anterior descending artery (lad). The lesion was a de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Pre-dilation was conducted twice using a balloon (1.5mm and then 2.0mm) and then cypher select plus (complaint product 1: 2.5/18mm) was being delivered to the target lesion, but it would not cross the target lesion. Therefore a guidewire (stabilizer) was additionally inserted and the cypher select plus was redelivered but the delivery was unsuccessful. It was reported that the stents did not reach the target lesion. When removed the cypher select plus from the patient, the physician confirmed a stent to be flared outside of the patient. Location of the stent flare was unknown and so the physician discontinued using the cypher select plus. Then a shorter cypher select plus (compliant product 2: 2.5/13mm) was being delivered to the target lesion using an additional guidewire (wiggle) but this was also unsuccessful and the physician confirmed the stent to be flared outside of the patient. Location of the stent flare was unknown. The physician stopped using the cypher select plus and a different stent (product unknown) was ultimately implanted at the target lesion, and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. One non sterile cypher select+ 2.50 x 13 mm was received coiled in two plastic bags. Stent was properly placed between the markerbands. No damages were observed in the stent. Kinks were noted at 19.4 cm, 31.8cm, 34.5 cm, and 130.8 cm from the hub. This condition could be related to the way the unit was sent for the analysis. Crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tracking difficulty could not be confirmed; however, the crossing profile was within specification. Tracking difficulty is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique and appropriate device selection. Based on the available information, these common issues are likely to be factors in the reported tracking difficulty. The stent strut uplift was not confirmed with analysis of the returned device. Neither the DHR review nor the analyses suggest that it is manufacturing related; procedural factors/vessel characteristics appear to have impacted the event. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2011-00017 and 9616099-2011-00018.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2011-00017 and 9616099-2011-00018.

Event description:
The physician had difficulty tracking the cypher stent delivery systems to the lesion. When they were removed it was noted that the struts of both stents flared. The patient's age was unknown, but was a male. The target lesion was mid left anterior descending artery (lad). The lesion was a de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Pre-dilation was conducted twice using a balloon (1.5mm and then 2.0mm) and then cypher select plus (complaint product 1: 2.5/18mm) was being delivered to the target lesion, but it would not across the target lesion. Therefore a guidewire (stabilizer) was additionally inserted and the cypher select plus was redelivered but the delivery was unsuccessful. When removed the cypher select plus from the patient, the physician confirmed a stent to be flared outside of the patient. Location of the stent flare was unknown and so the physician discontinued using the cypher select plus. Then a shorter cypher select plus (compliant product 2: 2.5/13mm) was being delivered to the target lesion using an additional guidewire (wiggle) but this was also unsuccessful and the physician confirmed the stent to be flared outside of the patient. Location of the stent flare was unknown. The physician stopped using the cypher select plus and a different stent (product unknown) was ultimately implanted at the target lesion, and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.